Event description:
It was reported that pump displayed malfunction code 199 in tandem source, indicating pump malfunction, with specific malfunction code 12 and fault ID noted. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.